Manufacturer narrative:
(B)(4). Insulation and coil damage was noted at 25.0-26.0cm from the connector pin consistent with clavicle crush damage. The outer coil was fractured and the insulation was separated at this location. This is consistent with the observation from the field of capture anomaly and oversensing.

Event description:
It was reported that increase in pacing threshold and reproducible myopotential oversensing was observed. The patient was asymptomatic. Lead insulation damage and clavicular crush was noted on x-ray. The lead was explanted and replaced without any complication. Patient¿s condition was stable post-procedure.